Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2024, the patient experienced that the infusion set fell off and left a bruise. No further information was available.